Manufacturer narrative:
Specific patient information with regards to age, gender, ethnicity, race and weight was not provided. No lot number was provided therefore manufacture date cannot be determined. The product was not returned and no lot number or part number was provided; therefore, no evaluation can be conducted.

Event description:
A complainant alleged that when the doctor was performing a resilon re-treatment, the following findings were noted: black pigmentation and breakdown of the resilon material.